Manufacturer narrative:
H4: manufacturing date: added. D4: expiration date: added. D4: gtin - corrected from (B)(4). PMA/510(k) g4: corrected from 'p170024/s003' to 'p170024'. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that there was an adverse consequence to the patient. ¿¿per core lab, 12m fu dsa (digital subtraction angiography) shows parent artery stenosis >50-75% with intimal hyper plasia. The flow diverter stent is fully apposed¿¿. There was no surgical delay, and no medical intervention reported. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported event 'patient parent vessel stenosis.'

Event description:
Core lab data reported that during the procedure on (B)(6) 2022, the subject stent was successfully deployed at basilar artery midline. At the 12-month follow-up on (B)(6) 2023, dsa (digital subtraction angiography) imaging revealed parent artery stenosis >50-75% with intimal hyperplasia. The relationship between the adverse event and the subject device is unknown. No additional information is available.

Event description:
Core lab data reported that during the procedure on (B)(6) 2022, the subject stent was successfully deployed at basilar artery midline. At the 12-month follow-up on 21-apr-2023, dsa (digital subtraction angiography) imaging revealed parent artery stenosis >50-75% with intimal hyperplasia. The relationship between the adverse event and the subject device is unknown. No additional information is available.